Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and (bs) obtryx mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. Additional narrative: during the initial procedure, concomitantly, the patient underwent a hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior repair, sacrospinous vault suspension, enterocele repair, and perineoplasty. The patient underwent excision of mesh on (B)(6) 2012 due to pain, bleeding, dyspareunia and incontinence. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: